Event description:
Customer called to report unexpected negative results for a patient that was historically o positive, ran on galileo twice, and was called o negative.

Manufacturer narrative:
The instrument images were evaluated; the results were o negative. The customer was referred to the galileo operator manual chapter 9, page 7 stating, "galileo can not reliably detect hemagglutination reactions that are graded 1+ or less in the test tube methodology ".